Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead caused ineffective stimulation due to all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2020. The physician was unable to replace the lead (related manufacturing reference number: 1627487-2020-02547), hence the fractured l2 lead was partially explanted. Following the procedure, the patient underwent a burst trial, which achieved partial therapy. Further surgical intervention may take place.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13177. Related manufacturer reference number: 1627487-2019-13178. It was reported that the patient was not receiving therapy. X-rays revealed that the patient's lead and extensions had fractures. Surgical intervention is expected to address the issue.